Event description:
The distributor contacted heartsine to report that their device presented an error condition, as indicated by a visual and audio prompt, but there had been no confirmation of a failure to the critical functionality of the device. However, upon investigation of the device a pogo pin failure was observed. A pogo pin failure may prevent the device from connecting with the pad-pak which could result in a failure to power on device. Failure to power on device may prevent or delay defibrillation therapy. There was no patient involvement reported with this event.

Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault, as low battery fails were observed in the device's memory log, which would have resulted in ¿warning, low battery¿ prompts, alongside a flashing red status led and failure chirp. The fault was attributed to a failed positive pogo pin which had resulted in a poor connection between the device and the pad-pak. The device was scrapped by heartsine and the customer was provided with a replacement device.